Event description:
Add'l info rec'd from MFR 8/16/04: a medwatch report has not been filed with the FDA in regards to this event. As per discussion this morning, report number mw1031932 is a duplication of voluntary report number mw1031838 which was previously responded to on june 24, 2004.

Event description:
Tip broke off of needle. Tip removed from pt.